Manufacturer narrative:
Continuation of d10: product ID 37791 product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep reported that pt's device had been dead for an undetermined number of months, the pt was planning on getting their ins replaced. The surgery has not yet been scheduled.

Manufacturer narrative:
Continuation of d10: product ID: 37791; serial# unknown; product type: recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the rep was meeting with the patient to assess their battery.

Event description:
On (B)(6) 2021, information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient reported that it was taking a long time to charge their implant, and says this started about a year ago and has been getting worse. They said it used to charge in an hour and a half but now it takes "all day". Pt gets 0 or 1 coupling boxes filled in. Pt says the cord is kinked. An email was sent to the repair department to replace the recharging antenna. Then on, (B)(6) 2021, the patient reported that they were sent a replacement recharging antenna but the issue did not resolve. The patient explained that they were having issues charging the ins since (B)(6) 2021. They explained they were having to try 20-25 times before being able to initiate a charge session. Also, they noticed the ins was depleting much more quickly than usual. The patient had met with their doctor, who recommended having the ins replaced and instructed the patient to contact the manufacturer to speak to a manufacturer representative (rep) to discuss possible replacement. A rep was notified and they confirmed they would contact the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.